Manufacturer narrative:
Medwatch sent to FDA on 3/18/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the report event of ischemia: "warnings do not inject into the blood vessels (intravascular)."

Event description:
Healthcare professional reported treating a patient that was injected with unspecified juvederm in the lips by another injector. On the following day, the patient noticed they had developed a "vascular event" on the upper left lip. Patient was treated with hyaluronidase 2 days later. Symptoms are ongoing.